Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient wants their program tweaked because they are having problems and it needs an adjustment inside. They are having back pain and it is getting worse. The event date was noted to be (B)(6) 2018. The patient was redirected to follow up with their healthcare professional (hcp) to have a manufacturer representative (rep) paged. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was clarified as patient¿s pain started slight on (B)(6)2018 but had gotten worse since then. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp). It was reported that on (B)(6) 2018 the patient had an appointment for wound check and programing. It was reported that the patient had pain relief in the back, hip and left leg until sunday morning. Now their pain was in the lower back and in the site of the old fusion. The pain was occasionally burning and other times sharp as if a nail was placed. The pain radiated to their bilateral hips and was a 10 on a scale of 1-10. They were having difficulty sleeping or lying on their back and side. They wanted to have their device programmed to further optimize their relief. They were still slightly weak in their left leg and their lateral 3 toes were still numb. The patient's sutures were removed from their back and right buttocks on their last visit. They had a small scabbed area in the lower portion of the incision and there was no evidence of infection. The patient's battery and impedances were checked and two new programs were created. The patient was highly anxious about their new pain. They had oxycodone at home. The patient was advised to take one pill with tylenol to break the cycle. Later the patient reported that the tylenol, oxycodone, and ice pack helped their pain and they were feeling much better. No further complications reported.